Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient felt a shocking sensation and that the battery and leads would heat up. It was also reported that when the patient got up from the chair, the patient felt something popped and felt the wire at the anchor site pushing up against the skin and was uncomfortable. It was stated that the scs was not working. Upon physical examination, there was tenderness noted over the site of the leads. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient felt a shocking sensation and that the battery and leads would heat up. It was also reported that when the patient got up from the chair, the patient felt something popped and felt the wire at the anchor site pushing up against the skin and was uncomfortable. It was stated that the scs was not working. Upon physical examination there was tenderness noted over the site of the leads. The patient will undergo an explant procedure.